Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. However, the unit passed prime, excessive no delivery alarm, and displacement tests. There was no excessive no delivery alarm or time/clock anomaly noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working and received no delivery alarms. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated there also was a time/clock anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.